Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use with bd venflon¿ pro safety bd vialon¿ the catheter adapter broke. The following information was provided by the initial reporter, translated from german to english: the issue here is that the customer uses our venflon pro safety an attaches an adapter from sarstedt to it, but the adapter does not remain attached to the vps, the connection breaks / the adapter keeps slipping out from the vps.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd venflon¿ pro safety bd vialon¿ the catheter adapter broke. The following information was provided by the initial reporter, translated from german to english: the issue here is that the customer uses our venflon pro safety an attaches an adapter from sarstedt to it, but the adapter does not remain attached to the vps, the connection breaks / the adapter keeps slipping out from the vps.